Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. The device was able to obtain readings and all alarm conditions were visual however the speakers don't make any sound when the alarms are triggered, even at the highest sound level. Internal inspection found the speaker drivers u15 and u42 on the system circuit board had failed, preventing the rad-8 from producing audible sound when the alarm limits are triggered. A service history record review reveals that this unit was in the field for over ten (10) years with no prior events related to this failure mode having been reported against this unit.

Event description:
The customer reported the speakers are not working. No patient impact or consequences were reported.